Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products; associated mdrs #1225714-2014-05554, 05555, 2937457-2014-01406 and 01407.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009 after the use of the product.